Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction reported getting a pain stimulator implanted in (B)(6) 2013 and for the first two weeks post-implant she felt "twinges" from her bladder. She thought the devices were interfering with one another. She checked with her pain doctor and he told her that was not likely. The patient never had an issue since.